Event description:
Complainant indicated that while attempting to monitor a patient (age unknown) the nurse attempted to change the lead using the lead button, and the button produced big arcing and burnt their hand. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Biomed evaluated the device and did not find any evident burn marks. Numerous attempts to contact the customer to gather more information, and to attempt to get the device back for evaluation have been unsuccessful.